Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break. It is important to note that the lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this right ventricular (rv) lead was electively extracted as part of a system replacement due to therapy upgrade. During the procedure, the physician had difficulties removing the lead because the helix was unable to be retracted. A new rv lead was implanted. No adverse patient effects were reported.